Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed and a kink on the exposed portion of the soft cannula was observed. The damage to the soft cannula caused the length to measure outside of specifications. The exact timing and cause of the soft cannula damage could not be determined. The top housing had cracks, and the pod also had internal dents on the reservoir cap, ratchet gear, ratchet retainer pins, and mechanism rails, as well as cracks in the reservoir. This damage would have prevented priming and deployment if the damages occurred prior to use. Since the internal damages lined up with the external housing damage and the device was received deployed despite the damages, it can be concluded that the damage occurred post use. Despite the mechanism rail damage and linkage assembly corrosion, the needle mechanism assembly showed no damages or deficiencies to both the slide insert and retract that would indicate an issue with deployment. During fluid path testing, fluid could not flow freely through the complete fluid path due to the damaged ratchet gear's inability to rotate and drive the fluid from the reservoir into the cannula sub assembly. Because there was resistance in rotating the ratchet gear, the tube nut and lead screw were disassembled, no issues were observed. Corrosion was observed on the pcb, batteries, and linkage assembly. After multiple attempts, the pod data was unable to be downloaded from the device due to the corrosion on the pcb. It could not be determined whether the internal or external damage caused the corrosion. Therefore, the exact timing and cause of the corrosion could not be determined. Due to the inability to download the pod's data, it cannot be confirmed that a hazard alarm was generated by the pod. The cause for the reported hazard alarm could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: l2+.

Event description:
It was reported the patient's blood glucose level rose to 320 mg/dl while wearing the pod between 4 and 24 hours. Treatment information was not provided. The device was originally reported for pod hazard alarm during operation.